Event description:
The customer reported that the ortho provue analyzer is grading 3 group b pts as group ab with a reaction strength of 1+ in the anti-a microtube of the mts a/b/d monoclonal grouping card lot#11005053-02.